Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's next of kin that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer fell into a pool with the pump on and the display went blank. The customer's emergency room visit was a side effect of not being on the pump. The customer's blood glucose rose and they had ketones. Troubleshooting was not completed as the pump display is blank. The insulin pump will not be returned for analysis.